Event description:
The explanted devices were returned and received by manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
It was reported that the patient is now deceased. Per deputy coroner, the cause of death was a seizure. The device was explanted during autopsy. It has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B6. Corrected relevant tests/laboratory data, supplemental #1 report: lead product analysis was completed prior to submission of report and inadvertently left out.